Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm. Tandem technical support reviewed the customer's pump history and found that an occlusion alarm had occurred. The customer declined to state if the blood glucose level was impacted and declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.